Event description:
It was reported that the rn attempted to give blood in an emergent situation the channel continuously beeped "occlusion". In the midst of increasing vasopressors, placing nasogastric tube (ng) and trying to keep patient from aspirating. The rn provided patient comfort and called multiple mds and blood bank. There were issues with epic scanning issues, intubation and x-ray. The channel continuously beeped "occlusion". The channel was changed resulting in continued alarms signaling "occlusion". The IV line was re-flushed; which continued alarms signaling "occlusion". The tubing was flushed; and continued alarms for "occlusion". Also, the PICC lumen was changed, and continued alarms signaling "occlusion". The rn attempted to manually squeeze blood through the tubing and was unable to do so. The rn attempted to pump blood with the tubing disconnected and was unable to do so. The blood bag was attached to another pre-primed blood set and there were no more issues. There has been no further patient or event information provided. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "describe the event or problem attempting to give blood emergently m the midst of increasing vasopressors/placing ng tube/trying to keep patient from aspirating/providing pt comfort/calling multiple mds/calling blood bank with epic scanning issues/intubation/xray/etc channel kept beeping occlusion channel was changed - alarms occlusion PICC was re-flushed - alarms occlusion tubing was flushed - alarms occlusion PICC lumen was changed - alarms occlusion we attempted to manually squeeze blood through the tubing and were unable to do so we attempted to pump blood with the tubing disconnected and were unable to do so blood bag was attached to another pre-primed blood set and was replaced back m the same channel and there were no more issues blood tubing will be placed m clinical leader's mailbox lot (10)19056255 rl6 84998."

Manufacturer narrative:
The customer¿s report that the channel alarmed for an occlusion was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Blood was observed within the blood filter and throughout the entire set. Functional testing observed an occlusion due to the hardened blood within the tubing that was received. Due to the set's compromised functionality from the hardened blood, further functional testing could not be performed. All clamps were received in their engaged/clamped state. No anomalies were observed throughout the set during visual inspection. Closer inspection observed that the blood was able to move within the fluid path above the pump segment. The occlusion was then isolated to the lower fitment by clamping below the smartsite¿s outlet port and performing a flush. The root cause of the occlusion could not be determined.

Event description:
It was reported that the rn attempted to give blood in an emergent situation and the channel continuously beeped "occlusion". The channel was changed resulting in continued alarms signaling "occlusion". The IV line was re-flushed; which continued alarms signaling "occlusion". The tubing was flushed; and continued alarms for "occlusion". Also, the PICC lumen was changed, and continued alarms signaling "occlusion". The rn attempted to manually squeeze blood through the tubing and was unable to do so. The rn attempted to pump blood with the tubing disconnected and was unable to do so. The blood bag was attached to another pre-primed blood set and there were no more issues. There has been no further patient or event information provided.

Manufacturer narrative:
Patient demographics: ethnicity: not hispanic/latino, race: white. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse attempted to give blood in an emergent situation and the channel continuously beeped occlusion. The channel was changed resulting in continued alarms signaling occlusion. The IV line were re-flushed ¿ which continued alarms signaling occlusion. The tubing was flushed ¿ continued alarms occlusion. Also, the PICC lumen was changed ¿ continued alarms signaling occlusion. The nurse attempted to manually squeeze blood through the tubing and were unable to do so. Then the nurse attempted to pump blood with the tubing disconnected and was unable to do so. The blood bag was attached to another pre-primed blood set and there were no more issues.

Manufacturer narrative:
Ethnicity: not hispanic/latino. Race: white.

Event description:
It was reported that the rn attempted to give blood in an emergent situation the channel continuously beeped "occlusion". In the midst of increasing vasopressors, placing nasogastric tube (ng) and trying to keep patient from aspirating. The rn provided patient comfort and called multiple mds and blood bank. There were issues with epic scanning issues, intubation and x-ray. The channel continuously beeped "occlusion". The channel was changed resulting in continued alarms signaling "occlusion". The IV line was re-flushed; which continued alarms signaling "occlusion". The tubing was flushed; and continued alarms for "occlusion". Also, the PICC lumen was changed, and continued alarms signaling "occlusion". The rn attempted to manually squeeze blood through the tubing and was unable to do so. The rn attempted to pump blood with the tubing disconnected and was unable to do so. The blood bag was attached to another pre-primed blood set and there were no more issues. There has been no further patient or event information provided. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "describe the event or problem attempting to give blood emergently m the midst of increasing vasopressors/placing ng tube/trying to keep patient from aspirating/providing pt comfort/calling multiple mds/calling blood bank with epic scanning issues/intubation/xray/etc channel kept beeping occlusion channel was changed - alarms occlusion PICC was re-flushed - alarms occlusion tubing was flushed - alarms occlusion PICC lumen was changed - alarms occlusion we attempted to manually squeeze blood through the tubing and were unable to do so we attempted to pump blood with the tubing disconnected and were unable to do so blood bag was attached to another pre-primed blood set and was replaced back m the same channel and there were no more issues blood tubing will be placed m clinical leader's mailbox lot (10)19056255 rl6 84998."